Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 21525 was reviewed. No ncs, reworks, or defects related to the pc were found.

Event description:
It was reported that a linx removal was performed primarily due to dysphagia. There were no patient consequences reported. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Dialated twice in five months with no symptom relief. Did the dysphagia improve after the device was implanted initially? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Pehaps, chemo therapy in the past? Was the device found in the correct position/geometry at the time of removal? Yes.